Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient went for consultation and after slit lamp examination, glistening appeared on lens, had visual acuity 8/10 to 9/10 with a decrease in vision quality. The surgeon does not wish to explant the implant, as the surgery was performed two years ago (risk of capsular rupture). Additional information has been requested. There are two medical device reports associated with this patient. This file is 2 of 2.